Event description:
Revision surgery due to recurring infection and dislocation.

Manufacturer narrative:
To be implanted for this indication; it is currently sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.